Manufacturer narrative:
A steris technician went on-site to inspect the processor but could not confirm the extent of the leak as user facility personnel had already cleaned the area. The technician inspected the processor and found the door seal had broke causing water to leak out the front of the unit and onto nearby flooring. The technician replaced the door seal, tested the unit and placed it back into service.

Event description:
The user facility reported that the system 1 processor flooded the room where it was located during a processing cycle. No injuries were reported to patients or hospital staff.